Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, an air leak occurred. Before the sheath was inserted it was successfully flushed. While the device was introduced into the right atrium, air bubbles were seen through the sheath. The devices was replaced with the same model/lot and the procedure was completed with no adverse patient consequences to the patient.